Event description:
The customer reported the system was not booting up completely. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the machine booting only up to the 5th arrow, and some times on up to 4 squares. He troubleshot and found 4.7vdc on technique processor pcb test point. He attempted to increase voltage to 5vdc, which is the spec, and found power supply pcb faulty. Parts on order.